Manufacturer narrative:
Qc performed 3 hours prior to the event was within the customer's established ranges.a field service engineer (fse) was dispatched: a) the fse replaced multiple parts. B) the fse performed a diagnostic test which met specifications.although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accu tni) result generated by the unicel® dxc 600i synchron® access® clinical system on one patient's sample.upon repeat on this and on a different instrument the accutni results were within the normal reference range. See section b6the elevated result was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.